Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade lll and gel leak.

Event description:
Healthcare professional reported "sweated", "seroma" and "capsular contracture baker grade lll". This record is for right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late : unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis (creases, an opening, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
The device associated with this record is not PMA approved and these events are no longer considered MDR reportable.